Event description:
The patient reported that since her pump and catheter were implanted, she had developed edema on her feet. She stated she could no longer walk because of her feet swelling. The pump was used to deliver preservative free morphine sulfate and clonidine. The patient was encouraged to contact her hcp. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.